Manufacturer narrative:
Reportedly, a hospital's biomed replaced a valve in follow-up of the event. The device was tested afterwards, exhibited no malfunctions and was returned to use. Unfortunately, the replaced valve was discarded and no device logs were captured. Hence, the manufacturer's assessment of this case had to be done solely on the base of the written description. The observed "reinstall vent" alarm may be related to a certain number of different error conditions, among them a faulty ventilator diaphragm, a significant inspiratory volume error, expiratory gas flow during inspiration and other deviations. Most of these deviations would result in records of secondary error conditions in the log. It cannot be proved without the log file if there were secondary errors or not, however - based on experience, a very likely explanation is a loose inspiratory nozzle which leads to a leak between the flow sensor and the breathing system block. Nozzle and the securing cap nut for example have to be loosened for flow sensor exchange and - if not reassembled with adequate hand force, an unintended loosening over time may occur. Dräger finally concludes that the device has detected an error condition of unknown origin and responded to it as designed by posting a corresponding alarm. The user reportedly managed the situation and continued patient support in manual ventilation mode; no patient consequences have occurred.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, the machine displayed a 'reinstall ventilator' message and would not acknowledge volume or pressure modes. The case was completed in manual mode and there was no patient injury reported.